Manufacturer narrative:
(B)(4). Batch # m55h46. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received partially fired 2/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic low anterior resection, the sled broke since the device was fired with clamping an intestinal forceps, and the knife did not move forward at the first firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.